Manufacturer narrative:
This report is being sent as part of a service record retrospective review that was self identified by haemonetics. The following parts were sent to customer biomed for repair: power entry module assembly, power cord assy. The suspect device/part was not returned to haemonetics, without physical sample provided for evaluation, the root cause cannot be determined.

Event description:
Haemonetics was notified that a customer reported "power entry module assembly - 35358-00 as it has burnt and burned the cable power cord assembly - 19417-00 and its has burnt". There was no donor involvement.